Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00050, 00052, 00053, 00054, 00055, and 00056.

Event description:
Allegedly, patient was experiencing complications due to: infection (right).